Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot up. The rse checked the logfile and confirmed the reported issue. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that power for frontal flash kite was connected to wrong spot-on nc power supply, due to which flash kite didn¿t have power. To resolve the issue, the fse connected the frontal flash kite to correct output connector on nc power supply. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.